Manufacturer narrative:
The arjo service technician inspected the pump and confirmed that the insulation of the cable was mechanically damaged. It could lead to the alleged sparking. The customer¿s staff unplugged the pump from the bed and then ran over the cord by the bed. Thus, the cable was not positioned correctly. The maxxair instruction for use (IFU 310115-ah) states: ¿position power cord to avoid a tripping hazard and / or damage to the cord. Ensure power cord is kept free from all pinch points and moving parts and is not trapped under casters. Improper handling of the power cord can cause damage to the cord, which may possibly produce risk of fire or electric shock.¿ to sum up, the pump's power cable was incorrectly positioned and was run over by the bed. It resulted in damaging of the cable and sparking. The arjo device failed to meet its performance specification since the power cord was damaged. There was no allegation of patient involvement when the event occurred. N injury was reported. This complaint is deemed reportable due to allegation of power cord damage resulting in emission of sparks.

Manufacturer narrative:
The investigation is ongoing. Results will be provided in the final report.

Event description:
Arjo became aware of the event involving maxxair ets pump. The customer reported that sparks were coming from the damaged power cable. No injury was reported. The device was swapped out and inspected.